Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the kit and the ampules with a potentially relevant finding. For material # k-07800-005 (lidocaine 5 ml solution), lot # 23p19l0085, according to incoming inspection records, 4 of 315 ampules were observed broken in a batch of 33600. This is outside of the parameter for this defect. For material # k-05500-042a (saline 10 ml solution), lot # 23p19l0271, according to incoming inspection records, 3 of 500 ampules were observed to have tips broken off in a batch of 43200. This is outside of the parameter for this defect. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potentially relevant finding on the lidocaine and the saline solution. However, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Event description:
The report states: the anesthesia provider opened the tray to discover two of the glass vials were broken. He was able to find all the pieces and discarded everything appropriately after bringing to my attention. The anesthesia provider opened a second tray to discover one of the glass vials was broken but he could not find all the pieces. The top was missing. He discarded everything appropriately after bringing to my attention.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the anesthesia provider opened the tray to discover two of the glass vials were broken. He was able to find all the pieces and discarded everything appropriately after bringing to my attention. The anesthesia provider opened a second tray to discover one of the glass vials was broken but he could not find all the pieces. The top was missing. He discarded everything appropriately after bringing to my attention.